Manufacturer narrative:
Blood was observed inside the velocity delivery microcatheter (velocity). The velocity was fractured approximately 46.0 cm from the hub. Evaluation of the returned device revealed the presence of blood inside the velocity, indicating the device was used in the procedure. Evaluation of the returned device revealed the velocity was fractured. This type of damage typically occurs due to forceful handling of the velocity during preparation or use. Velocity devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, a velocity delivery microcatheter (velocity) became kinked upon removal from its packaging. The velocity became kinked prior to use and therefore, was not used for the procedure. The procedure was completed using a new velocity.